Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the facility and will not be returned.